Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was reported as the patient reused supplies. On an unreported date, the patient began remedial therapy with cefazolin (1gm, daily, ip) and magnex (1gm, frequency not reported, intravenously). At the time of this report, the patient was still hospitalized and the peritonitis was reported to be resolving. Dianeal pd2 ultrabag therapy was ongoing. It was not reported whether the patient was retrained in proper equipment use. The nurse stated that the peritonitis was not related to the dianeal pd2 ultrabag therapy but did not provide a statement of causality for the event of reused supplies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.